Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument passed electrical continuity testing. The instrument was installed on an in-house system with a large in-house cannula and the instrument passed the self-check test. The instrument successfully cut on several attempts. The instrument passed energy delivery testing through the grips and it passed the gap testing for all wrist orientations. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the endowrist one vessel sealer instrument did not seal the patient's tissue adequately. While there was no harm to the patient, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the surgeon felt that the endowrist one vessel sealer instrument did not seal as it should have. There was no report that any fragment(s) from the instrument fell into the patient during the surgical procedure and there was no report of any patient harm, adverse outcome or injury as a result of the sealing issue.